Event description:
The customer stated that he experienced high and low blood glucose levels over the weekend, and ended up in the emergency room with blood glucose levels above 600 mg/dl. The customer then experienced low blood glucose levels and lost consciousness. The customer stated that he had treated his blood glucose levels with a manual injection and a bolus. The customer understands that he over treated. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.